Manufacturer narrative:
Additional infomation: d9, g3, h2, h3. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 1 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed optical fiber 1 was fractured within the deflectable shaft, consistent with the detected optical signal issue and the reported issue. The tactisys log files were analyzed, and no contact force was displayed when the device was connected during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber and subsequent delay remains unknown.

Event description:
During a pulmonary vein isolation and cti line procedure (atrial fibrillation ablation in left atrium and flutter ablation in right atrium), contact force was not available which caused a delay. The sensor was purple and an attempt to reset was unsuccessful. Contact force was not available prior to completing the procedure. Troubleshooting involved zeroing multiple times, and an additional ice catheter was used which took approximately 45 minutes. There were no adverse patient health consequences.